Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 234-235 mg/dl. Customer changed cartridge and infusion set prior to calling tandem technical support. There were no issues identified with the infusion set or cartridge. Cause of the occlusion was unknown.